Event description:
Two resident assistants were transferring an "8840" 1st resident from bed to wheelchair using vander lifts large sling. During transfer 100 ps ripped part way off sling. The shoulder support 100p on the side that stitches ripped free from, came off hanger bar assembly hook. The resident fell backward striking his head on the floor. The resident's legs and torso remained supported by the three sides of the sling which remained attached to the hanger bar hooks.